Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 16 mg/dl. The customer stated that the insulin pump may have delivered the wrong amount of insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump also passed the prime, high pressure and displacement tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.